Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had moved. The patient could not get out of bed because every time they tried to get up it would hurt because the ins moved. The patient had their device set back to where it was supposed to be and their back stopped hurting and it started working again. These issues occurred in 2014. The patient did fall in 2014 but did not notice any changes at that time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va00a60, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).